Event description:
Journal reference: stinchon jf, shah np, et al. "Scintigraphic evaluation of intrathecal infusion systems: selection of patients for surgical or medical management." Clinical nuclear medicine. 2006; 31(1): 1-4. The article describes a study used to evaluate the utility of indium 111 dtpa scintigraphy in the analysis of implantable infusion system malfunctions. A total of 23 patients were studied with 8 infusion systems exhibiting some type of anomaly requiring further investigation. Six of the patients required surgical intervention. Reportable events: 1. Catheter occlusion and break (n=1). 2. Catheter occlusion and kink (n=3). 3. Catheter leak (n=1). 4. Catheter occlusion (n=1). The manufacturer of the catheters was not identified.

Manufacturer narrative:
The catheter manufacturer was not identified. Journal reference: stinchon jf, shah np, et al. "Scintigraphic evaluation of intrathecal infusion systems: selection of patients for surgical or medical management." Clinical nuclear medicine. 2006; 31(1): 1-4.